Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at display window corner and minor scratches on lcd window.

Event description:
Customer called to report the insulin pump alarmed for motor error while changing the infusion set. Blood glucose reading was 277 mg/dl. The customer stated that the insulin pump had been dropped a few times in past week. The insulin pump had not been exposed to a strong magnetic field. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).